Event description:
It was reported that the user received an alarm related to a cartridge malfunction during pumping. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was provided to the customer under warranty, and instructions were given for returning the malfunctioning pump. The customer declined to share information about their backup insulin therapy and declined the offer of goodwill cartridges.